Manufacturer narrative:
This report is submitted on may 27, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to tip foldover. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 27, 2021, was filed inadvertently. No device malfunction/explantation or serious injury has occurred for this device. This report is submitted on september 14, 2021.